Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. It was noted that a health care professional at the hospital thought the pt's basal insulin delivery rates were programmed too high. No conclusions can be made at this time.

Event description:
It was reported that the pt was hospitalized for low blood glucose levels. It was noted that a health care professional at the hospital though the basal insulin delivery rates were programmed too high.